Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], various symptoms: joint, muscle [joint disorder], various symptoms: joint, muscle [muscle disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. 624501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2024, 6259 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthropathy ("various symptoms: joint, muscle") and muscle disorder ("various symptoms: joint, muscle"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for arthropathy and muscle disorder were unknown. No causality assessment was received for essure with regard to arthropathy, muscle disorder or medical device removal. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Fragments of essure implants left in place in the uterus and horn) [device breakage] various symptoms¿ joint, muscle [joint disorder] various symptoms¿ joint, muscle [muscle disorder] muscular pains [muscular pains]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 04-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of essure implants left in place in the uterus and horn)") in a 59 year-old female patient who had essure inserted (lot no. 624501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), arthropathy ("various symptoms¿ joint, muscle"), muscle disorder ("various symptoms¿ joint, muscle") and myalgia ("muscular pains"). The patient was treated with surgery (salpingectomy in (B)(6) 2024 with fragments of essure implants left/hysterectomy for complete exeresis ). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and myalgia to be related to essure administration. No causality assessment was received for essure with regard to arthropathy or muscle disorder. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified discrepancy noted in essure insertion date: (B)(6) 2007 & 2010. Bilateral salpingectomy on (B)(6) 2024. Patient who underwent a laparoscopic hysterectomy for complete exeresis of essure implants (placed in 2010, history of laparoscopic salpingectomy in (B)(6) 2024 with fragments of essure implants left in place in the uterus and horn). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number: 624501 manufacture date: 31-jul-2007; expiration date: 30-jun-2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-dec-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) fragments of essure implants left in place in the uterus and horn) [device breakage] various symptoms¿ joint, muscle [joint disorder] various symptoms¿ joint, muscle [muscle disorder] muscular pains [muscular pains]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 09-jan-2025. The most recent information was received on 01-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of essure implants left in place in the uterus and horn)") in a 59-year-old female patient who had essure inserted (lot no. 624501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), arthropathy ("various symptoms¿ joint, muscle"), muscle disorder ("various symptoms¿ joint, muscle") and myalgia ("muscular pains"). The patient was treated with surgery (salpingectomy in (B)(6) 2024 & laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and myalgia to be related to essure administration. No causality assessment was received for essure with regard to arthropathy or muscle disorder. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified discrepancy noted in essure insertion date: (B)(6) 2007 & 2010. Bilateral salpingectomy on (B)(6) 2024. A 59-year-old female patient who underwent a laparoscopic hysterectomy for complete exeresis of essure implants (placed in 2010, history of laparoscopic salpingectomy in (B)(6) 2024 with fragments of essure implants left in place in the uterus and horn). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number: 624501 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: upon receipt of new follow up it was noted that argus cases (B)(4) & (B)(4) duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database, all source documents, events (device breakage & myalgia), references, reporters & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00695). Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], various symptoms joint, muscle [joint disorder], various symptoms joint, muscle [muscle disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 15-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. 624501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2024, 6259 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthropathy ("various symptoms joint, muscle") and muscle disorder ("various symptoms joint, muscle"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for arthropathy and muscle disorder were unknown. No causality assessment was received for essure with regard to arthropathy, muscle disorder or medical device removal. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number: 624501 manufacture date: 2007-07 expiration date:2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.